Event description:
An allegation was received regarding a device that alarmed with an error related to a failure in the oxygen blending modue. The device was not in patient use at the time of the event and was being handled by a biomedical technician. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation regarding a device that alarmed with an error related to a failure in the oxygen blending module. The device was not in patient use at the time of the event and was being handled by a biomedical technician. Upon evaluation, the complaint was confirmed. The device's oxygen blending module is recommended to be replaced. The customer will be handling all repairs.